Event description:
The tip of the drill broke off inside the patient's wound this cause a delay of less than 30 minutes while removing the broken piece.

Manufacturer narrative:
The affected device was returned and evaluated. Upon visual inspection, the stated complaint that the guide flutes have fractured on the compression screw starter drill was confirmed. The cutting flutes have material deformation and the device overall exhibits general wear and use. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on the limited clinical details provided along with the product evaluation findings (use/wear, cutting flute deformation and fracture) application of a mechanical load which exceeded the strength of the instrument/material could be a contributing factor to the reported drill breakage. The patient's post-op condition remains unknown, however, it is believed that no foreign body fragment was retained based on the reported minimal surgical delay "while removing the broken piece".  No further medical assessment can be rendered at this time. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.